Event description:
Healthcare professional reported right side "voluntary recall" and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified it to be underweight, a broken shell, crease folds and white particles in the shell. A visual and microscopic analysis was performed which identified a striated broken edge on the anterior, wear/abrasion and a portion of the shell was missing. Based on the device analysis the final assessment is: a striated broken opening on the anterior assessed as surgical damage, consistent in the use of some surgical tool. As a piece of the shell was missing, analysis was assessed as inconclusive. Additional, changed, and/or corrected data: h.3. H.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patients concern with product.

Event description:
Healthcare professional reported right side "voluntary recall" and capsular contracture baker grade iii. Device has been explanted.